Event description:
It was reported that during a lobectomy procedure, after firing, the device was difficult to open and there was damage to the shrouds. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Evaluation summary: the analysis results showed that one device was received with the handles open and with no cartridge loaded on the device. The anvil was noted to have several formed staples present. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and no anomalies were found. While no conclusion could be reached as to how the handle became open, it should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the required specifications prior to shipment. The manufacturing records were reviewed and no anomalies were found during the manufacturing process.